Manufacturer narrative:
E1 - phone number:(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported scope guide was not responding during a diagnostic colonoscopy procedure involving a olympus colonovideoscope. The procedure was completed with olympus back-up device. There was no patient injury reported.